Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump error 63 confirmed in pump history due to broken trace at keypad assembly. The device received with cracked keypad overlay at select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has a pump error and the middle button is cracked. The customer¿s blood glucose level at the time of the incident is 95 mg/dl. The device will be returned for analysis.